Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient on (B)(6) 2012. As reported by the patient's attorney, the patient experienced an unknown injury. Boston scientific has been unable to obtain additional information regarding the event to date. On august 1, 2012, the patient underwent advantage sling + cystoscopy + spc (suprapubic catheter) and mesh excision procedure for treatment of pelvic pain related to pelvic floor mesh, urinary incontinence, obstructed voiding, and prolapse. On march 11, 2015, the patient was seen by a physician regarding ongoing overactive bladder symptoms, including nocturia and urge incontinence. She reports that she suffered pelvic pain which was relieved by removing pelvic floor mesh three years prior. She has started pelvic floor exercises but feels that she sometimes can't pass urine since beginning these exercises. She was double voiding. She reported drinking three cups of coffee for which the physician suggested cutting down her coffee intake. A low residual volume was discovered in her pre and post-void residual test. She had previously taken ditropan and was given vesicare.

Manufacturer narrative:
Blocks b2, b5, h6: patient and impact codes have been updated based on the additional information received on august 11, 2022. Correction - block g2 has been corrected. Block b3 (date of event): date of event was approximated to 08/01/2012 (implant date) as no event date was reported. Block e1: this complaint was reported by the patient's legal representation. The device was implanted at (B)(6). Block h6: patient codes e1301 and e1309 capture the reportable events of difficulty passing urine/double voiding and urinary retention. Impact code f2303 captures the reportable event of medications. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Block b3 (date of event): date of event was approximated to 08/01/2012 (implant date) as no event date was reported. Block e1: this complaint was reported by the patient's legal representation. The device was implanted at (B)(6). Block h6: patient codes e1301 and e1309 capture the reportable events of difficulty passing urine/double voiding and urinary retention. Impact code f2303 captures the reportable event of medications. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient on (B)(6) 2012. As reported by the patient's attorney, the patient experienced an unknown injury. Boston scientific has been unable to obtain additional information regarding the event to date. On (B)(6) 2012, the patient underwent advantage sling + cystoscopy + spc (suprapubic catheter),mesh excision, vaginal paravaginal repair, vaginal sacrocolpopexy, and implant of non-bsc posterior pelvic floor graft procedure for treatment of pelvic pain related to pelvic floor mesh, urinary incontinence, obstructed voiding, and prolapse. Exam under anesthesia revealed over-elevated bladder neck post burch with jack knifing of bladder base, tight scar bands identified and released, and large rectocele despite adherent mesh sling to the entire rectal wall. On march 11, 2015, the patient was seen by a physician regarding ongoing overactive bladder symptoms, including nocturia and urge incontinence. She reports that she suffered pelvic pain which was relieved by removing pelvic floor mesh three years prior. She has started pelvic floor exercises but feels that she sometimes can't pass urine since beginning these exercises. She was double voiding. She reported drinking three cups of coffee for which the physician suggested cutting down her coffee intake. A low residual volume was discovered in her pre and post-void residual test. She had previously taken ditropan and was given vesicare.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2012 (implant date) as no event date was reported. This complaint was reported by the patient's legal representation. The device was implanted at (B)(6). (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient on (B)(6) 2012. As reported by the patient's attorney, the patient experienced an unknown injury. Boston scientific has been unable to obtain additional information regarding the event to date.